Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, this patient was syncopal. The patient was hospitalized and a pacing failure was noted on this rv lead. A revision was performed and the old rv lead was put back into service. This rv lead was abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The 3191 patient code accounts for the surgical intervention that occurred. Corrections to: bsc aware date, and b3: date of event.

Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, this patient was syncopal. The patient was hospitalized and a pacing failure was noted on this rv lead. A revision was performed and the old rv lead was put back into service. This rv lead was abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was received which reported that loss of capture was initially questioned. There were no pauses with greater than two seconds of asystole at that time. No additional adverse patient effects were reported.